Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified extended opening on posterior and crease folds. Weight measurement of the device identified device weight was within specification. Microscopic analysis was performed which identified opening sharp crease on posterior, stress marks, wear abrasion and observed a 40 mm dark patch edge material inside gel device. Based on the device analysis the final assessment was a sharp crease opening on posterior due to fold flaw opening the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV, and "patient's concern with the product." Device has been explanted.